Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity (1 box) of exactamix 3000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags leaked at the injection port. The leak was at the junction of the clear neck and white cap of the injection port. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11. H11: upon follow up with the customer, there was no allegation against this product; this product was in their current stock. Therefore, this product is no longer suspect in the event. Should additional relevant information become available, a supplemental report will be submitted.